Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a decreased blood glucose (bg) of 50 mg/dl which was addressed with the customer consuming carbohydrates. The cause for bg was unknown. It was recommended to the customer to contact a healthcare professional to discuss further causes.